Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect that the patient was connected. As a result, defibrillation could have been delayed, if it were necessary. The customer advised that the device operated correctly through two cycles of use. During the third analysis the device alarmed and prompted users to "connect electrodes" even though the electrodes were properly connected. Personnel then pressed down on the electrodes and double-checked the connection to the device but no discrepancies were observed. Personnel then disconnected the electrodes from their device and connected them to a backup lifepak 15 that had arrived on scene. The backup device, using the same electrodes, detected the patient and was then used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control received the customer's device for evaluation but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. Physio-control downloaded the electronic patient record from the event for review. The electronic patient record indicated that the patient's transthoracic impedance was measured between 114 and 131 ohms during the first three automated ECG analyses. The first three automated ECG analyses resulted in no shock advised decisions for an asystolic ECG waveform. Approximately 128 seconds after the third ECG analysis had completed, there was a brief connect electrodes alarm (lasting approximately 2 seconds) just prior to the initiation of a fourth ECG analysis. When the fourth ECG analysis was initiated, the device documented a motion alarm followed by a connect electrodes alarm with an impedance measurement of 382 ohms, at which point the ECG analysis was stopped. The device was turned off approximately 111 seconds later. The electronic patient record data indicated that the reported issue was due to a loss of connection to the patient through the disposable defibrillation electrodes. The defibrillation electrodes used during the reported event were not returned to physio-control for evaluation. The cause of the loss of connection to the patient could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that during an event their device would intermittently not detect that the patient was connected. As a result, defibrillation could have been delayed, if it were necessary. The customer advised that the device operated correctly through two cycles of use. During the third analysis the device alarmed and prompted users to "connect electrodes" even though the electrodes were properly connected. Personnel then pressed down on the electrodes and double-checked the connection to the device but no discrepancies were observed. Personnel then disconnected the electrodes from their device and connected them to a backup lifepak 15 that had arrived on scene. The backup device, using the same electrodes, detected the patient and was then used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.